Manufacturer narrative:
No code available - vessel spasm. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm occurred. The target lesion was 80% stenosed and located in the mid right coronary artery (rca). The lesion was treated using four passes with the oad on low speed and one pass on high speed. Following treatment with the oad, a vessel spasm occurred distal to the treated lesion. The spasm was resolved with administration of vasodilators and the patient was stable following the procedure.